Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that in the mornings, the customer experienced elevated blood glucose levels in the low 200's (mg/dl) over the last 2-3 months. Reportedly, the customer uses humalog insulin in the cartridge, and typically experiences high bg levels after wearing the supplies on the pump for 3 days. To address the bg level, a correction bolus was delivered via the pump and manual injections. Recommendation was made to consult with health care provider regarding diabetes management.